Event description:
It was reported that a small volume folfusor did not dispense the medication into the patient during infusion. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the expected therapy time was 46 hours, and the pump volume was 115ml. H4: the lot was manufactured between december 18, 2023 ¿ december 20, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the device bladder was observed which suggests a possible no flow of solution. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause is use-related factors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.